Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The supplies were changed for the past event. A system check was performed for the current occlusion alarm and the occlusion was found to be within the cartridge. The supplies were changed to address the event and insulin delivery was resumed. Blood glucose ranged from 385-104 mg/dl.